Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the battery clips internal screw mechanism comes out. This set of battery clips was given to the patient one month prior to the reported event. The lot number had been inspected on (B)(6) 2009 and there were no reported issues.

Manufacturer narrative:
One battery clip was returned to the manufacturer for evaluation. Upon examination, it was found that the lemo connector was not properly seated and aligned within the socket and appeared to have been slightly turned. The threaded nut of the clip was easily unscrewed by hand and the presence of loctite adhesive on the threads could not be confirmed. The report of a loose battery clip threaded connector was addressed through the manufacturer's corrective/preventive action system and an urgent medical device recall (2916596-10/14/09-001-r) was issued. No further information is available. The manufacturer is now closing its file on this event.